Event description:
The customer reported being hospitalized due to diabetic ketoacidosis. The blood glucose reading was over 1200 mg/dl. It was stated that the customer still is in the hosp and not feeling up to troubleshooting the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.